Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiovascular diagnostic procedure was performed when the issue happened. The procedure was delayed and completed by using hand switch in the control room. A field service engineer (fse) visited onsite and found that wired footswitch was unable to make fluoroscopy. Upon troubleshooting fse found that the footswitch did not work as intended. The cause of the footswitch failed could not be determined by the supplier's part analysis. To resolve the issue, fse replaced wired footswitch. After replacement wired footswitch, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wired footswitch was unable to make fluoro or acquisition. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.